Event description:
A report was received that the patient underwent a paddle lead revision due to stimulation causing sharp abdominal pain. The physician repositioned the paddle lead and the patient is doing well.